Event description:
This report summarizes seven (7) malfunction event. A review of the events involves implant fractures. The reports were received with no patient adverse events. No information regarding patient demographics were provided as well.

Manufacturer narrative:
There were seven (7) malfunction events reported regarding a fractured implant. The returned product was determined to be fractured either along the collar or broken into pieces. Dental implants can break for a number of reasons including overloading due to improper occlusion, metal fatigue, and over-tightening of the implant during insertion as well as improper removal technique. No additional information was reported to determine how the implant was removed or causality of the breakage during placement or after placement. The device history record was reviewed and no noted nonconformances were listed. Therefore, the conclusion is that the implanst were manufactured to specification. This report was attempted to submit on (B)(6)2022. However, due to webtrader system issues, the report would not transmit via webtrader. An esg helpdesk ticket was opened on (B)(6) 2022 covering the issue. The ticket number was (B)(4). Ticket (B)(4) was resolved on (B)(6) 2022. Hence, allowing for the attempt to transmit on (B)(6) 2022. Concomitant medical products: tapered internal implant, 3.8 x 10mm, rbt, laser-lok. Tapered internal implant, 3.8 x 12mm, rbt, laser-lok. Tapered internal implant, 4.6 x 10.5mm, mountless, rbt + laser-lok. Tapered internal plus implant, 5.8 x 10.5mm, 4.5 platform, laser-lok. Tapered internal plus implant, 4.6 x 10.5mm, 3.5 platform, laser-lok.